Event description:
It was reported that a spectrum pump had a damaged door latch. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported close door alarms as door not fully latched alarms. The messages were found to be caused by cracked threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced to correct this condition.